Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. Vessel morphology was reported as the iliac artery was tight with calcification that was not circumferential. The aortic neck was 4.5 cm in length and it was 25 mm in diameter with some thrombus. It was reported that the bifurcated stent graft was deployed, however, while the delivery catheter was being retracted, the tapered tip and the bullet got caught in the stent graft. The physician was not aware initially and continued retracting the delivery catheter which resulted in the stent graft being pulled down 5 cm. The physician elected to implant 3 aortic cuffs to build the stent graft back up into the renal artery. There were no endoleaks at the end of the procedure. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: calcification.